Event description:
On 8/feb/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to an infection in her pd catheter (not a fresenius product) on (B)(6) 2023. No additional information was provided during complaint intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown, wbc elevated) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unknown). The patient¿s preliminary (72 hours) peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotics were continued. The decision was made to remove the patient¿s pd catheter (not a fresenius product) on (B)(6) 2023, and the patient was transitioned to hemodialysis (hd). The patient¿s antibiotics were changed from ip to intravenous (IV), and the patient was started on hd later the same day. The patient remains hospitalized in stable condition and is recovering from the events. The patient is scheduled to be discharged once an outpatient hd chair becomes available. The pdrn attributed causality to the patient¿s lack of appropriate hand hygiene (as reported by the patient). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Causality was attributed to a breach in aseptic technique, as the patient admitted she failed to properly disinfect her hands. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. It is well established that those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
On 8/feb/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to an infection in her pd catheter (not a fresenius product) on (B)(6) 2023. No additional information was provided during complaint intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown, wbc elevated) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unknown). The patient¿s preliminary (72 hours) peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotics were continued. The decision was made to remove the patient¿s pd catheter (not a fresenius product) on 9/feb/2023, and the patient was transitioned to hemodialysis (hd). The patient¿s antibiotics were changed from ip to intravenous (IV), and the patient was started on hd later the same day. The patient remains hospitalized in stable condition and is recovering from the events. The patient is scheduled to be discharged once an outpatient hd chair becomes available. The pdrn attributed causality to the patient¿s lack of appropriate hand hygiene (as reported by the patient). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.